Manufacturer narrative:
The serial number is currently trying to be obtained as well as any additional information as to why it is suspected that the device is malfunctioning. No additional information is available. Once information does become available, this report will be updated.

Event description:
Additional information was later reported that the ICD had a different model number and was not h140. The model and serial numbers were obtained. In addition, it was reported that there was no allegation of premature battery depletion made by the physician. The physician wanted to know if the ICD was under any advisories that involved premature battery depletion for the patient's file. The device is operating normally and as designed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) experienced battery depletion. There is a concern that the depletion may be premature. The patient has not been seen for 2.5 years and works in a nuclear power plant. The serial number provided was incorrect and is currently unknown. No adverse patient effects were reported. Boston scientific technical services was contacted for further assistance.